Event description:
The malfunction of the defibrillator occurred on 3/25/96 during a code. The pt received a shock of 200 joules with another MFR's defibrillator first and there was no response to this shock on the agonal rhythm. Although the housestaff and the physicians saw sparks, the body did not jump extensively as they were used to and therefore after two shocks with one machine (other MFR's) they elected to go with this machine. The code was not successful and the pt expired, but the death appears to be unrelated to the possible malfunction of the defibrillators. Both defibrillators were removed from the floor and returned to the MFR.